Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were 27 ventricular sensing integrity counts (sic) with no episodes available to verify lead noise oversensing and inappropriate shocks. The impedance on the rv (right ventricular) pacing lead was rising and also beyond the expected upper range. On (B)(6) 2015, right ventricular (rv) pacing impedance measured 1584 ohms in a trend rising from 500-600 ohms in (B)(6) 2015. (B)(4).

Event description:
It was reported that there was an alert triggered for sudden high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.